Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic appendectomy procedure, when the device's package was opened, it was found that the absorbable clips has been broken and could not be used. A new device was opened and used to complete the case.